Event description:
It was reported that there was oversensing present on a remote transmission. The patient did state that they had been testing spark plugs at the time and was feeling the current of the spark. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.